Event description:
Complainant reports that the MFR modified the device slightly, but did not change the labeling of illustrations to indicate the device had been modified. The previous version of the device had a removable screw off cap on the rubing. The modified/nw device has a hard port which requires a needle to access. The MFR explained the change was made as a safety feature because the previous cap had the potential to pop off. The new cap however is reported to be an inconvenience to the user.